Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, during a conversation related to a separate issue, the pt mentioned that "early last summer" he experienced occlusions on his infusion device due to a bent cannula. The pt switched to a different type of infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluation.